Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 49 mg/dl at the time of the incident. The customer was declined troubleshooting for low blood glucose. It was unknown the symptoms related to low blood glucose such as nausea. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. It was unknown auto mode feature was active or not at time of low blood glucose event. The customer will discontinue the use device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.